Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error detected, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump received replace battery now, power error detected and power loss alarm. The customer¿s blood glucose level was high and it was 250 mg/dl. Customer treated with syringes. Troubleshooting was done and customer did not received power loss alarm. The insulin pump will be returned for analysis.